Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing post-ventricular contractions that may have caused a syncopal episode. Additional information provided from the field indicated a malfunction of the patient's pacemaker was not suspected and they were given antiarrhythmic medication to control their rate. No changes were made to the pacemaker and it remains implanted and in service. No additional adverse patient effects were reported.